Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion and two curved openings on anterior and posterior. Leak test and microscopic analysis was performed which identified; crease sharp opening on posterior and curved striated opening on anterior. The fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. A striated opening assessed as surgical damage consistent in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.